Event description:
During idvt (idiopathic ventricular tachycardia) ablation procedure with a thermocool smarttouch sf catheter, the patient experienced dropped blood pressure and pericardial effusion treated with pericardiocentesis. The fluid was pulled and the patient was in stable condition. The report indicated that when ablating on the rvot (right ventricular outflow tract) with a thermocool smarttouch sf catheter, the ablation power was set to 40 watts, and then down to 35 watts, but during ablation there was a slight spike on impedance. The physician immediately came off ablation as soon as this happened. The physician thought to have heard steam pop but was not sure. They checked with ultrasound ice (intracardiac echocardiography) and this time there was no immediate filling of the pericardium, so they continued with the ablation, slightly posterior of the prior ablation site. After completing two more ablations, the medical team rechecked with ice and they noticed a pericardial effusion. This was approximately 20 minutes after the spike in impedance was noticed and they also began to see blood pressure drop. Pericardiocentesis was conducted and rechecked with echocardiogram before the completing the procedure. The fluid was pulled and the patient was in stable condition. The following devices were used thermocool smarttouch sf catheter, soundstar catheter, smartablate generator, and carto 3 system.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).